Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown dose and concentration, dilaudid at an unknown dose and concentration, and morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had been hearing an alarm since (B)(6) 2016, but she was not sure which alarm it was. The patient was supposed to have a refill a week ago, but the healthcare provider's (hcp) office didn't have the medication and the patient was told to go in on (B)(6) 2016 for her refill. However the patient was told she did not have an appointment and she would have to wait until (B)(6) 2016 for an appointment to refill the pump. It was stated the patient's last refill was on (B)(6) 2016, which was 84 days prior. The critical and non-critical alarms were played for the patient, however the patient was having trouble hearing the sample alarms. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.